Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath, the imaging window detached in the lapjoint section, and the imaging core twisted.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, as the opticross device was being used for post-ivus, the outer sheath had detached. The opticross device was able to be removed normally, and a different device was used to complete the procedure successfully. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, as the opticross device was being used for post-ivus, the outer sheath had detached. The opticross device was able to be removed normally, and a different device was used to complete the procedure successfully. There were no patient complications.